Event description:
Customer reportedly obtained results of 231 mg/dl and 112 mg/dl on the same device within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent. Appears comparison occurred in the customer's home. Device strip lot 300235.